Manufacturer narrative:
This event was determined to be a duplicate to MFR # 2916596-2019-04205. Manufacturer's investigation conclusion: the report of an outflow graft kink could not be confirmed as no images or product were provided for evaluation. A specific cause for the reported outflow graft kink could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had surgery to revise the outflow graft. Recovered with sequela/ persistent disability. No additional information was provided.